Event description:
The complainant stated that the right foot siderail will not latch.

Manufacturer narrative:
The technician found tip of the latch was worn. He replaced the siderail latch and spring to repair the bed.